Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tape not sticking while inserted on the lower back event on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was 350 mg/dl and the patient was treated with manual injection.